Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Upon the ccc's instructions the customer checked the reagent 2 (r2) probe and reagent 3 (r3) probe ultrasonics and changed the r3 probe. The customer ran precision testing, using level 1 and level 2 calibrators. The customer has not obtained any more discordant results. Additionally, the customer has changed their procedure so that they will now investigate and/or repeat specimens with abnormal assay flags. The cause of the discordant, falsely elevated result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension exl with lm instrument. The initial (discordant) result was reported to the physician(s), who did not question it. The patient was sent to the emergency room and admitted based on the discordant result. The patient was not having chest pain and there were no ischemic changes in the electrocardiogram. Two new samples were drawn from the patient and tested on an alternate dimension exl instrument, both resulting lower. The original sample was repeated on an alternate dimension exl instrument, also resulting lower. All three samples were run on (s/n (B)(6)), all resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.